Manufacturer narrative:
Batch review performed on 13 may 2022: lot 178166: (B)(4). Expiration date: 2023-03-14. No anomalies found related to the problem. (B)(4).

Event description:
The patient came in reporting pain due to aseptic loosening of the stem and the cause is unknown. At 3 years and 5 months from primary the surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.